Event description:
A malfunction alarm was reported, with the customer unable to confirm whether their blood glucose level exceeded 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer in resetting the pump, after which the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code appeared again.